Event description:
It is reported that the device was implanted in 2009 and the patient had surgery again six days later, due to the post-op x-rays showing the liner somewhat horizontal. The surgeon decided to reorient the shell before any ingrowth occurred.

Manufacturer narrative:
Evaluation summary: upon inspection of the x-rays, the surgeon determined the zimmer shell was somewhat horizontal. He decided to reorient the shell before any bony ingrowth occurred. X-rays were not provided to verify horizontal cup positioning. Patient information such as height, weight, and activity level are unknown. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.